Manufacturer narrative:
The alleged faulty gas delivery engine (gde) was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the gas delivery engine (gde) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the issue was that the o2 blender in the gas delivery engine (gde) was malfunctioning due to a loose component. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the user facility in (B)(4) by the distributor in (B)(6). "The fio2 monitored on avea is ever (B)(4); if I check the fio2 with the external analyzer, the fio2 delivered by the ventilator is ever (B)(4), even if I set (B)(4) fio2. The unit dont' pass the calibration of fio2."

Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. The alleged faulty gas delivery engine (gde) was received by carefusion (B)(4) on (B)(6) 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.